Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-620a-1414: the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 3,374 joules and 3 minutes of use, the tip of the fiber was not detached and message to "inspect and clean tip of fiber" was observed on the display. After cleaning and inspecting fiber the laser kept going into standby and ready. Exceed fiber life error was noted and tissue was observed on the fiber tip. The fiber was exchanged. The procedure was completed utilizing the second fiber (215,263 joules used). No injury to the patient was reported.